Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the hawkone device was received in the original box . The device was visually inspected observed the distal assembly was bent downwards at an estimated 45 degrees. The bend on the distal assembly measured approximately 7mm from the cutter window. Deformation of the stainless steel coils was noted at the bend and no calcified material was observed. No bulging of tissue was observed for this sample.

Event description:
The physician treated a 70% stenosis in the proximal sfa and a second lesion in the mid sfa,(multilevel lesion). While advancing the first device, the hawkone ls, the scrub nurse engaged the thumbswitch while advancing through the sheath; however, was unable to advance thumbswitch after attempted cleaning. At that time, a second device was opened. Additional information received noted a flow limiting embolic event occurred. Sluggish flow was noted after treating the sfa. The physician placed a spider down and retrieved at the end of the case. Flow was restored without needing steps to restore.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.(B)(4)